Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update the following: model #, lot #, device available for evaluation?, device evaluated by manufacturer? , device manufacture date, and evaluation codes. The device was returned to olympus for evaluation. The evaluation was able to confirm the reported error code message and device damage. A visual inspection was performed and found the teflon pad discolored, partially detached from the jaw, and a portion missing near the distal tip exposing metal. The distal end of the device was inspected under a microscope and found the probe bent. The device failed the probe check and error code u509 displayed. The root cause of the reported event is most likely due to insufficient or no tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of thunderbeat damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the device displayed an error message (error message unknown) and broke apart inside the patient. Device fragments were retrieved from the patient. There was no patient injury reported. The procedure was completed using a different but similar device. Olympus made multiple attempts to obtain additional information from the facility via telephone and in writing but no additional information was obtained.